Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Coiling embolization procedure to the right hypogastric artery was performed so that it was intentionally covered by a stent graft. Physician inserted an introducer sheath from the right femoral artery, and a trunk ipsilateral leg component (rmt261218j/12656785) was advanced. The proximal neck of the aorta was highly torturous so that the proximal end of the trunk was positioned below the torturous area, and the proximal portion of the trunk was deployed. Another introducer sheath was then inserted from the left femoral artery, and cannulation into the contralateral gate was performed. The distal portion of the trunk (ipsilateral leg) was deployed and the delivery catheter was removed. An angiography post removal of the delivery catheter revealed that the leading olive was separated and remained around the proximal end of the trunk. The leading olive was on the guidewire, and the physician held it using a snare catheter and retrieved it with the guidewire. The procedure was concluded without any issue reported, and the patient tolerated the procedure. Per the physician, he did not have any specific problem with the delivery catheter when he prepared it. When removing the delivery catheter, he did not feel any difficulty.